Manufacturer narrative:
Citation: krause r et al. Direct aortic transcatheter aortic valve implantation for pure aortic valve regurgitation after implantation of a left ventricular assist device. J thorac cardiovasc surg. 2014 apr;147(4):e38-41. Doi: 10.1016/j.jtcvs.2013.11.039. Epub 2014 jan 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with end-stage ischemic cardiomyopathy, terminal heart failure and a non-medtronic left ventricular assist device presented with increased shortness of breath while at rest. Echocardiography exhibited moderate aortic insufficiency with volume overload of the left side of the heart due to continuous aortic insufficiency during systole and diastole. Subsequently, the patient underwent implant of a 31 mm medtronic corevalve bioprosthetic valve (serial number not provided). However, following valve deployment in an accurate position, the valve migrated toward the left ventricular outflow tract causing moderate periprosthetic aortic insufficiency and a second 31 mm medtronic corevalve (serial number not provided) was implanted valve-in-valve into the first valve. It was noted that at 3, 6, and 12-months following the procedure, echocardiography revealed stable valve position with no evidence of aortic insufficiency. No additional adverse patient effects or product performance issues were reported.